Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during removal of healing cap patient experienced failure or loss of implant on #25 to integrate. Implant was removed.